Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. A root cause could not be determined due to insufficient information. The software case logs could not be obtained after multiple good faith attempts. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The robot is having some problems. The software has been extremely slow, various glitches while operating, merging has gotten increasingly more difficult, and scores keep going down with both preop CT and o-arm spins. The last two cases we've had screws placed in areas not planned but luckily the surgeon didn't feel right so he stopped and did it by hand.